Event description:
It was reported that during implant procedure, the implantable cardiac monitor exhibited noise. The device was removed and replaced, and the patient was stable post-procedure.

Manufacturer narrative:
The reported field event of noise was not confirmed in the laboratory. The device was tested on the bench [and using automated testing equipment,] and no anomalies were found.